Event description:
New information received stated that the anomaly was discovered in clinic during a scheduled pulse generator check. The atrial lead anomaly appeared to be oversensing noise. The patient condition was stable before and after the lead revision procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited an oversensing anomaly. On (B)(6) 2019, the lead was capped and replaced.